Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support and reported they have peritonitis and fibrin. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient initially presented to the hospital on (B)(6) 2021 and was diagnosed with peritonitis. No signs or symptoms were provided. The patient was initiated on antibiotics (route, drug, dose, frequency, and duration unknown). The patient has pd effluent cultures drawn which resulted in sterile peritonitis. The cause of the peritonitis remains unknown. The patient was discharged from the hospital on (B)(6) 2021. The patient continued with pd therapy; however, was encountering drain complications. The patient was administered cathflow activase for a suspected occlusion or clot within the pd catheter (not a fresenius product).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler set use. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All dialysis patients are at risk of infection due to a compromised immune system and due to dialysis techniques increasing risk for microbial contamination. In up to 20% of peritonitis cases no organism is identified upon culture results which can be the result of a variety of causes. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s sterile peritonitis with hospitalization.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support and reported they have peritonitis and fibrin. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient initially presented to the hospital on (B)(6) 2021 and was diagnosed with peritonitis. No signs or symptoms were provided. The patient was initiated on antibiotics (route, drug, dose, frequency, and duration unknown). The patient has pd effluent cultures drawn which resulted in sterile peritonitis. The cause of the peritonitis remains unknown. The patient was discharged from the hospital on (B)(6) 2021. The patient continued with pd therapy; however, was encountering drain complications. The patient was administered cathflow activase for a suspected occlusion or clot within the pd catheter (not a fresenius product).